Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for endovascular treatment of a 45x50 mm max diameter abdominal aortic aneurysm. The right common iliac artery diameter ranged from 15-20-23 mm. The left common iliac artery diameter ranged from 18-21-23 mm. The iliac arteries were mildly calcified. It was reported that during the index procedure, a possible type iii fabric endoleak or a possible distal type I endoleak was observed. The patient received treatment. The physician implanted a new stent graft to reline the affected area. The event was resolved. Per the physician, the cause of the endoleak was unknown; the device oversizing may have contributed. No additional clinical sequelae were reported and the patient is doing fine.